Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation issue was not confirmed. The reported difficulty removing the protective sheath could not be tested as the sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, it was difficult to remove the protective sheath from the 2.5x15mm trek dilatation catheter. The device was advanced to the distal left anterior descending (lad) lesion without issue. Balloon inflation was attempted; however, inflation failed after several attempts. The device was removed without reported issue and the procedure was completed. A satisfactory outcome was noted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.